Event description:
International affiliate reports the surgeon repeatedly adjusted the valve pressure to treat patient's slit ventricles and dementia. Finally the ventricles expanded and the surgeon adjusted the valve pressure but the size of the ventricles did not change. The valve explanted.